Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: part: 03.612.010, synthes lot: h550134, supplier lot: h550134, release to warehouse date: july 25, 2018. Supplier: (B)(4). No nonconformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Visual inspection: the flex arm was received at us customer quality (cq). There are light surface scratches along the knob and the arm of the device as well as light discoloration on the distal coupling of the arm that are consistent with normal wear. The knob to tighten the device was jammed at its tightest position. The flex arm was not stiff even though the knob was tightened. The knob was so tight that it was not possible to loosen the device. The chord that connects the device could not be inspected due to the inability to loosen the handle. The low friction washers and bearings also could not be assessed. Functional test: the device was received with the knob in the tightest position. The flex arm is not stiff. After multiple applications of heavy force to loosen the handle, the handle remained jammed in this position. The condition of the device is consistent with the complaint condition thus the complaint is confirmed. The as-received condition is consistent with the complaint description. The device is not stiff in its engaged state. Dimensional inspection: no dimensional inspection was performed due the relevant drawing being source controlled by the supplier. Manufacturing record evaluation: the received flex arm was manufactured by mediflex surgical products on july 25, 2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Conclusion: the complaint was confirmed for the received flex arm as the arm does not stiffen when the knob is tightened. The arm does not stiffen at all and is easily manipulated through light applications of force. Although no definitive root-cause could be determined, it is possible that the device is not appropriately lubricated or there is damage to the threads as evidenced by the jammed condition of the knob. It is also possible that there is a mechanical failure that is not visible due to the noted jammed condition such as a stretched out chord. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that surgeon was setting up for a minimally invasive spine (mis) decompression and while tightening the flex arm, realized that it could not be fully tightened and therefore had to be changed. The other flex arm from the set was used. This occurred intra op during the procedure setup. Procedure was successfully completed with no delay. There was no patient consequence. This report is for a flex arm. This is report 1 of 1 for (B)(4).